Manufacturer narrative:
Method - the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not fully deploy. It was removed and another heartstring was used to complete the procedure. There were no patient effects. The product is returning.